Manufacturer narrative:
Reporter mistakenly stated that the implant took place on (B)(6) 2018 . Correct implant date is (B)(6) 2018 . (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. (Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter stated " increased intraocular pressure in the right eye following icl surgery on (B)(6) 2018, presumed by surgeon to be due to retained ophthalmic viscoelastic device- requiring medical intervention that he managed in his clinic reporting resolution on (B)(6) 2019". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.